Manufacturer narrative:
510(k): k212323. Investigation evaluation: a product evaluation was performed only by the picture and video provided in response to this report because the product said to be involved was not provided to cook for evaluation. Per the photo and video provided we cannot complete a full evaluation. Without the product or substantial evidence to contradict the complaint, it is considered confirmed based solely on statements, the video, and photos describing the event. The picture provided shows the distal end of the device, and the clip housing has detached from the cath attach but is still connected to the drive wire. The video provided shows the distal end of the device and the clip opens as expected when the handle is manipulated. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: our evaluation of the photo and video confirmed the report. The additional information indicated the user held the handle spool during advancement through the accessory channel. This is the most likely cause of this report. The instructions for use states: "with clip closed and without holding handle spool, advance device in small increments into accessory channel of gastroscope, duodenoscope, or colonoscope. Precautions: holding handle spool during clip advancement may prematurely deploy clip." Failure to follow the instructions above can result in damage to the device which may lead to premature clip deployment. However, even if the clip is not deployed, damage can occur to internal device components such as the driver legs. Once this damage occurs, the clip is in a partially deployed state and may not be able to be opened/reopened. Prior to distribution, all instinct plus endoscopic clipping devices are subjected to a visual inspection and functional testing to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: based on the quality engineering risk assessment no corrective action is warranted at this time. A review of the complaint history was conducted. Based on this review, the likelihood of this type of report is rare. Quality assurance will continue to monitor for complaint trends. Additional comments: based on the information provided that the user held the handle spool during advancement through the accessory channel, a cook representative has been directed to contact the medical facility involved in an effort to promote further education and understanding related to appropriate usage of this product.

Event description:
During an endoscopy with hemostasis, the physician used three cook instinct plus endoscopic clipping devices. It was reported that the patient underwent two endoscopies requiring hemostasis and during the attempt to use a clip, the material developed a defect when the clip was deployed during exit from the accessory channel. This occurred with different devices. It was necessary to open more clips to carry out the procedure. A photo of the clip tromboning [clip housing detaches from the cath attach and remains attached to the drive wire] was provided. Additional information provided on 09dec2024 indicated that the user held the handle spool while advancing the device through the accessory channel of the scope. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
510(k): k212323. Investigation evaluation: a product evaluation was performed only by the picture and video provided in response to this report because the product said to be involved was not provided to cook for evaluation. Per the photo and video provided we cannot complete a full evaluation. Without the product or substantial evidence to contradict the complaint, it is considered confirmed based solely on statements, the video, and photos describing the event. The picture provided shows the distal end of the device, and the clip housing has detached from the cath attach but is still connected to the drive wire. The video provided shows the distal end of the device and the clip opens as expected when the handle is manipulated. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: our evaluation of the photo and video confirmed the report. A corrective action (CAPA) has been initiated to reduce occurrences of the clip housing detaching from the cath attach for instinct plus endoscopic clipping devices. The product said to be involved is included in the scope of the corrective actions. The instructions for use states: "uncoil device. Verify smooth handle operation and clip action. Open clip by gently moving handle spool distally (away from handle thumb ring). Once clip is fully open, do not continue advancing handle spool as clip may prematurely detach from catheter. Close clip by moving handle spool proximally until clip is fully closed. Precaution: do not continue to pull handle spool beyond tactile resistance as this may prematurely deploy clip." The instructions for use states: "with clip closed and without holding handle spool, advance device in small increments into accessory channel of gastroscope, duodenoscope, or colonoscope. Note: if difficult to advance device, relax elevator and/or straighten endoscope.¿ failure to follow the instructions above can result in damage to the device which may lead to premature clip deployment. Prior to distribution, all instinct plus endoscopic clipping devices are subjected to a visual inspection and functional testing to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a corrective action has been initiated in an effort to reduce occurrences of this nature. This product was manufactured prior to implementation of this corrective action. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During an endoscopy with hemostasis, the physician used a cook instinct plus endoscopic clipping device. It was reported that the patient underwent two endoscopies requiring hemostasis and during the attempt to use a clip, the material developed a defect when the clip was deployed during exit from the accessory channel. It was necessary to open more clips to carry out the procedure. A photo of the clip tromboning [clip housing detaches from the cath attach and remains attached to the drive wire] was provided. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.